Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise, oversensing, multiple inappropriate shocks, and shock impedance measurements of greater than 200 ohms. The patients device recorded a code 1005, indicating an open circuit was detected during shock delivery. Technical services (ts) recommended evaluating the lead system integrity. No adverse patient effects were reported. The lead remains in service. Additional information was received which noted the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed.

Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise, oversensing, multiple inappropriate shocks, and shock impedance measurements of greater than 200 ohms. The patients device recorded a code 1005, indicating an open circuit was detected during shock delivery. Technical services (ts) recommended evaluating the lead system integrity. No adverse patient effects were reported. The lead remains in service.